Event description:
Event description cpi received information that during an invasive procedure to reposition the bipolar lead, model 4269, serial number 267930, the setscrew couldn't be tightened down on this implantable pulse generator (ipg). The physician elected to explant the ipg and replace it with a model 1230.

Manufacturer narrative:
Analysis of the ipg found that the device passed automated electrical measurements and paced and sensed normally during all tests. Analysis testing noted a wrench tip broken off in set screw hex slot. The damage to the wrench tip in the atrial hex slot was induced. This indicates that the model 6942 bi-directional break away torque wrench that is pakaged with the device was not used.